Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter was overheating. It was indicated that the transmitter was exposed to moisture which is misuse of the device. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.